Event description:
It was reported that a patient enrolled in a clinical study underwent left total hip arthroplasty on an unknown date. Subsequently, an arthrotomy procedure was performed on (B)(6) 2006 to excise heterotopic bone due to heterotopic ossification. No further information has been provided to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.